Event description:
A customer reported that a pump malfunction occurred multiple times over the past six weeks. There was no adverse impact to the customer¿s blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.